Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) (born in (B)(6)) female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. A slow but large (3cm) pericardial effusion. A gradual decrease in blood pressure and increased heart rate during ablation. Echo confirmed cardiac tamponade. Pericardiocentesis was performed and the ablation was not completed. Bleeding continued and surgical intervention was required. It did not appear to be a product malfunction. It was likely procedural based on my understanding however it was not confirmed by the physician. Patient outcome is unknown. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.